Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter displayed inaccurately high results compared to her feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the subject meter was reading inaccurately at 1pm on (B)(6) 2019, when she obtained a blood glucose result of "198 mg/dl". The patient considered the result high compared to her feelings/normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of an inaccuracy. The patient manages her diabetes with a combination of novolog and tresiba insulin. She reported that after obtaining the "high" result, she administered her usual dose of novolog insulin (sliding scale). She reported that approximately 4 hours later, at around 5pm, she "passed out". She reported that her son called the paramedics and a blood glucose result of "41 mg/dl" was obtained on the emergency medical services (ems) meter and she received treatment of "IV glucose". The patient did not know the subsequent ems result. During troubleshooting, the cca confirmed that the meter was set to the correct unit of measure and the test strips were within expiry date and had been stored correctly. The patient did not have control solution to test the meter and test strips. Education on its use was provided by the cca and replacement products, including control solution, were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event requiring medical intervention, after obtaining an alleged inaccurately high reading on the meter and administering her usual dose of insulin (sliding scale).